Event description:
During a recent visit he noted a marked decrease in a pt's visual acuity. Upon examination, the sugeon observed what he descrived as opacification of the intraocular lens (iol). The lens has been implanted since 2001.